Event description:
It was reported that the lead had high pacing impedance values (>4000 ohms) and the threshold value had increased to over 5v (initially it was under 1v). The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead had high pacing impedance values (>4000 ohms) and the threshold value had increased to over 5v (initially it was under 1v). The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4) - the distal portion of the lead was returned, analyzed and no anomalies were found. It was noted that there was body tissue/fibrotic growth on the distal electrode, there was apparent explant damage and the lead was stretched. Performance data also revealed that the weekly pace impedance trend data showed high impedance for min and max vpace =5257 to infinity ohms range between (B)(6) 2011 and (B)(6) 2012.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). Performance data from the device was analyzed and revealed that there was a rising pacing right ventricular lead trend. (B)(4).